Event description:
It was reported, the customer had a low blood glucose event. Customer required a glucagon shot for their low. The customer stated their blood glucose was 43 mg/dl after the glucagon shot was administered. Customer's blood glucose was 166 mg/dl at the time of the call. The customer has not treated for their blood glucose. Troubleshooting did not find any issues with the customer's insulin pump. The customer also reported discrepancies between their sensor glucose and blood glucose readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.